Event description:
Customer reported via phone call, the insulin pump was alarming motor error during bolus. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. Motor noise anomaly noted during displacement and rewind test due to faulty motor. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage as noted on the device: minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.